Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set was bent and that the insulin pump alarmed no delivery when attempting a bolus. The customer's blood glucose was 45 mg/dl. The customer stated that she treated herself with a bolus. Troubleshooting was done. Assisted customer in performing a five unit fixed prime, and insulin did exit the tubing. Advised customer to remove the infusion set and examine the cannula, and the customer stated that the cannula was not bent. Explained that there may have been an insertion site related issue due to a bent cannula or occlusion. Advised customer to change the entire infusion set. The customer mentioned that she had experienced three bent cannulas as well as bent cannulas even before insertion. The customer further stated that she was hospitalized on 12/13/2014 due to ketoacidosis, the flu and that insulin was not distributing properly. Nothing further reported.